Manufacturer narrative:
Medical safety reviewed the event. The delivery issue/unable to deliver due to the patient's vessel condition prior to therapy involving the impella 5.5 is a malfunction and should be reported despite knowing the patient's anatomical incompatibility prior to implant. The demise outcome is unrelated to the impella 5.5. The patient was continued on venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp during the impella 5.5 implant. A new impella cp was placed for left ventricular unloading was placed with va ECMO. Complications of arrhythmic events and suction were experienced. The patient expired on day four of support. There is not enough information to dissociate the impella cp in at the time of the demise and therefore, will be reported as death. However, the patient's underlying condition contributed most to this outcome of death. The patient was critically ill prior to therapy and there was down time on va ECMO which caused rapid deterioration of the patient. Prognosis was "poor" and the family chose to withdraw care which led to the patient expiring. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This impella cp report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h.10 for the report on the impella 5.5.

Event description:
It was reported that an impella cp was placed after the inability to implant an impella 5.5 due to the patient's anatomy. Two days following that, the patient was having diminished urinary output and volume overload. A nephrology was consulted for continuous renal replacement therapy (crrt). Following, the impella was advanced overnight from 2.8 centimeters (cm) to 4.3 cm in the left ventricle, despite not having any impella related issues. Support was continued. The patient was listed as "very" critically ill and had to be cardioverted at bedside. The next day, the patient had down time on veno-arterial extracorporeal membrane oxygenation (ECMO) with a suction event, which caused rapid deterioration of the patient. The physician was not concerned with the atrial fibrillation at this time as the patient does well once cardioverted. Support was continued, and two units of packed red blood cells were given overnight for ECMO flows. The following day, the patient would, however, expire. The family chose to withdraw care due to the poor prognosis.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, paroxysmal atrial fibrillation, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. For renal failure, the cause of the injury was unable to be determined due to insufficient clinical details. Pump suction, no product was returned. The impella was advanced overnight from 2.8 to 4.3 centimeters in the left ventricle, despite not having any impella related issues. The patient had down time on extracorporeal membrane oxygenation (ECMO) with a suction event, which caused rapid deterioration. After reviewing logs, multiple suction alarms were observed and impella in aorta alarm at the same time. The cause of suction was patient condition related since patient had volume overload, patient was also deteriorating and ECMO support. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
Section h6: type of investigation inadvertently reflected b18-device discarded instead of b17-device not returned. It is unknown if the device has been discarded and unavailable for return. Therefore, section h6 investigation coding (type, findings and conclusion) was corrected, repopulated accordingly. Should the device or any new information be received, a supplemental MDR will be filed.